Event description:
A malfunction was reported on a pump, but no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, and after the pump was reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.